Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient reported he had low back pain and neck issues, struggled to get mail, pain in both sciatic joints, and he did not use stimulation. The temporary was good, but when he got the permanent device, the left lead could not get in and the right lead could not get in far enough to take care of the problem. He noted in a sense his issue was better and other areas he was worse. The patient went to see another doctor to do a paddle lead up higher, but his neck was so messed up, the doctor did x-rays and wanted to straighten his neck first. He went to therapy first, and he got a flare-up, then his doctor left, his insurance has changed, so now he was on hold with getting the therapy fixed. If additional information is received, this event will be updated.

Event description:
It was reported that the patient never had therapeutic effect. They could not get the left lead in and they were not sure about the positioning of the right one. The patient was going to get cervical and lumbar x-rays to make sure the lead was right side. At that time the patient did not have a controller with him to put the device into MRI mode. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n309576, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Manufacturer narrative:
Continuation of medical devices: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. Product ID 97754, serial# (B)(4), product type recharger. Product ID 3550-29, lot# n309576, implanted: (B)(6) 2015, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the healthcare provider (hcp) would be doing a revision as it was believed the lead placement was off and was 2 discs too high. The patient also reported that stimulation was not controller the pain and was stimulating the wrong area. The patient reported that he was feeling stimulation on the right side of the chest and under his arm. The patient also reported he was having sciatica pain but wasn¿t sure if it was new pain or some of the pain that he had prior to the implant. The patient reported that the current hcp said the lead placement was in the wrong spot. The patient reported that the lead should have been placed 2 discs lower. The patient reported that when the hcp placed the lead, they were only able to get one lead in because there was too much scar tissue. The patient reported that because of the lead placement, he felt stimulation on the right side of the chest and under his arm. The patient reported that due to the lead placement, the hcp wanted to move the leads. No further complications were reported.